Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string pulled out of two or three tampons when wiping, leaving the tampon inside. She was able to manually remove the tampons and did not seek medical attention.